Event description:
It was reported that the user replaced ilet supplies without assistance and installed an empty cartridge, resulting in missed insulin delivery and subsequent high glucose; the caregiver later replaced all supplies correctly and the user had also administered a subcutaneous insulin pen injection, after which glucose trended downward, consistent with a use-of-device problem and no specific device component implicated. Symptoms included hyperglycemia. Outcomes included an unexpected medication intervention and a characterization of the event as a serious illness/impairment. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem and that the event was attributable to user actions during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.